Manufacturer narrative:
It is unknown if the device will be returned at this time. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to a lower extremity angiogram upon opening the package and placing the advance 14 lp low profile balloon catheter on the table for flushing, the device was observed to be torn distally at the tip. The longitudinal tear was approximately 1.5 centimeters (cm) from the tip. The device did not come into contact with the patient, nor was it inflated. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information per user facility (uf) voluntary medwatch (B)(4) received 02mar2018: narrative: per uf medwatch (B)(4), "[physician] md removed balloon catheter from hoop and noticed the balloon had an area that was peeling back like a banana. Md called for another balloon, product did not enter patient. Product removed from sterile field intact." This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4).

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4).